Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 2-3 days post-operatively from a cesarian section, the used device thread broke causing the wound to" fall apart and not hold together". A post-operative repair of the wound dehiscence was needed in order to repair the reported condition. No additional information was given in regards to patient status.